Event description:
On (B)(6) 2025 the user reported that the ilet touchscreen became partially unresponsive. The device could wake and unlock but was frozen on the home screen. During troubleshooting, the user observed a crack running across the middle of the display. The user did not recall any drop or impact but confirmed that the top half of the touchscreen was nonfunctional. The device was deemed inoperable, and a replacement was arranged. No blood glucose impact, symptoms, or medical intervention were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.